Event description:
On (B)(6), 2010, the pt underwent repair of a thoracic aortic aneurysm. The physician advanced a 22 fr gore introducer sheath with silicone pinch valve with the dilator pushed back. The sheath perforated the pt's right common iliac artery. An unplanned femoral-femoral bypass was performed. The pt tolerated the procedure.

Manufacturer narrative:
Method - a review of the manufacturing paperwork has been conducted. Results - the review of the manufacturing paperwork verified that this lot met all pre-release specifications. Conclusions - according to the gore introducer sheath with silicone pinch valve instructions for use, do not advance the introducer sheath without a dilator inside. Major bleeding, vessel rupture/perforation, and serious injury to the pt including death may result.